Event description:
Report received of no audible alarms tones on channel c. During routine preventative maintenance testing by the user facility's biomedical engineer, after the control knob on channel c was placed in the rate position, the pump displayed "cassette", however, no audible alarm tone was noted. There were no reports of any adverse pt events while the device was in clinical use.